Manufacturer narrative:
The referenced percutaneous lead replacement performed on (B)(6) 2018 is reported on medwatch MFR report #2916596-2018-02200. Approximate age of device ¿ 1 year, 7 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there was a pump stoppage event. The patient was reported to be asymptomatic. On (B)(6) 2018, an external distal percutaneous lead replacement was performed for a short-to-shield and this was the first pump stoppage since the replacement. The pump stoppage occurred while the vad system was connected to a grounded power module patient cable in the hospital. The patient was admitted and was on batteries and was provided an ungrounded patient cable. X-ray images submitted for review appeared unremarkable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop and hazard alarms were confirmed through the review of the log files that were submitted by the account. Based on past experience with the hmii lvas and similar reported events, the pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a direct correlation between the device and these findings could not conclusively be established through this evaluation. The hmii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index and addresses all system controller alarms (including low speed hazard alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.